Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to hospital due to high blood glucose of over 600 mg/dl on unknown date. Customer experienced vomiting and muscle shut down. Customer mentioned that customer was hospitalized due to diabetic ketoacidosis on 2012. Customer was treated with insulin drip and ice for 5 days. Customer was unable to troubleshoot for past event. Insulin pump will not be returned for analysis.